Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, manufacturing instructions, instructions for use (IFU), quality control data, and a visual inspection of the returned device was conducted during the investigation. The blue sheath with separated hub returned. An investigation revealed a sheath flaring in accordance with the relevant specification. A similar test fitting was attached to the complaint sheath and even by strong pulling, the fitting did not slip the sheath. Based on these findings, it is suggested that the device was exposed to strong pulling/manipulation during the filter retrieval procedure. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Per the instructions for use: ¿ excessive force should not be used to retrieve the filter.¿ based on the provided information and analysis of the returned device, the root cause is determined to be product use or handling related - product received excessive pressure. The product was exposed to strong pulling/manipulation during the filter retrieval procedure. Per the risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It was initially reported that the hub came off of the device during the procedure without further details. No harm to the patient was reported.